Event description:
It was reported that during an adenoidectomy procedure using the procise max wand, the wand began billowing smoke during the procedure. The surgeon opted to complete the procedure using a competitor's product instead. There were no significant delays or pt complications reported as a result of this event.